Event description:
It was reported by (B)(6) that during pre-surgery, it was observed that the attachment device had ¿immediate heat developing". It was further reported that while in use with the device, the motor device was only able to run at 74000 rotations per minute. There were no delays to the planned surgical procedure as a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:contact email address and number were not providedas of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.